Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The holding sleeve was received with the distal threaded portion of a broken wing nut component stuck in the threaded hole of the holding sleeve. The proximal wing portion of the screw was not returned, and only the threaded shaft portion of the wing nut component is seized in the holding sleeve. The diameter of the wing nut shaft nearest the location of breakage could not be measured due to it being inaccessible (below the surface of the holding sleeve). A visual inspection under 5x magnification and drawing review were performed as part of this investigation. A review of the device history records was unable to be performed since the lot number was unknown. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The root cause is most likely excessive tightening of the wing nut creating force which exceeded the shear strength of the wing nut causing it to shear in half. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Therapy date of concomitant device is unknown. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The customer reported the holding sleeve had a broken piece of metal inside. The repair technician reported the threads broke off the wing nut and were stuck in the sleeve, and the item did not have a lot number etch. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction of internal fixation (orif) procedure of the right femur on (B)(6) 2017 it was discovered that a long holding sleeve appeared to have a broken piece of metal stuck in the threaded hole where the thumb screw is used to tighten it to the schanz screw. It is unknown when the device broke. The reporter indicated that the piece may have been generated from a thumb screw. The thumb screw is a component part of the long holding sleeve. The sleeve functioned as intended. No fragments entered into the surgical wound. No additional medical intervention was required. The case was completed successfully without delay and no patient harm. Concomitant devices reported: schanz screw (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).